Event description:
Same case as MFR report #: 2134265-2009-04196. It was reported that during a percutaneous transluminal angioplasty, removal difficulty and a blade detachment occurred. The 90% stenosed lesion was located in the right femoral to popliteal artery anastomosis. Following advancement of the introducer sheath and guide wire, ivus was performed. Then the spcb flextome was advanced with no resistance noted. There was a strongly calcified lesion just "below" the lesion being treated, therefore, the treated lesion was not able to be fully dilated, even with balloon inflation to 6 atms. Two additional inflations to 12 atms for 60 seconds each were performed, however, the lesion was still not fully dilated. During the attempt to withdraw the spcb flextome mr cutting balloon back into the introducer sheath, significant resistance was met. Another operator attempted to withdraw the balloon and encountered resistance as well. The device was removed with forceful resistance upon retracting the device into the sheath. A 5.5 x 20mm sterling balloon was then advanced and inflated two times to 12atms for 60 seconds to complete dilation of the lesion. The sterling balloon did not fully dilate the lesion, however, it was reported that there was a lack of pressure gradient, therefore, treatment was complete. An unspecified distal embolization was noted in the anterior tibial artery, attributed to thrombus. Another balloon, a 2.5 x 150cm symmetry was used to dilate a lesion in the popliteal. Following removal of the sheath with the spcb flextome mr cutting balloon, damage to the atherotome had detached and was in the tip of the sheath. It was reported that there is a "low possibility" that any of the blade material remains in the pt. The pt's presenting condition of scelotyrbe (lameness) ischemia has been improved, and the pt was discharged two days post-procedure. No further complications have been reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device can not be reviewed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.